Event description:
It was reported that a new ilet user experienced elevated blood glucose after eating ice cream without a meal announcement, then called for assistance on how to use a ketone test strip; the agent provided education on reading the strip instructions and on announcing meals or snacks that represent more than a quarter of the usual meal to account for all carbohydrates. Symptoms included hyperglycemia with a reported blood glucose above 300 mg/dl that was trending downward to 276 mg/dl due to the system¿s correction algorithm. Outcomes included no alarms, no hospitalization, and successful user education with no further questions. Investigation included case review and user coaching on appropriate use and meal announcements. Investigation of this case revealed user error related to a missed meal announcement; the device functioned as designed with corrective insulin delivery active and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error stemming from a missed or insufficient meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.